Event description:
The patient was admitted for a procedure on (B)(6) 2009, with a lesion in the circumflex branch. During inflation of a 2.5 x 28mm cypher select plus stent, the physician noted that the hub of the cypher was cracked. It was not possible to inflate the cypher. The stent was not inflated at all and the product was removed from the patient's body.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days of receipt.